Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's mobile power unit (mpu) was beeping but no indicator lights were illuminated except for the green ¿power on¿ light. The beeping could be initiated by shaking the power cord and it had been doing this for the past few days. It was plugged directly into the wall, not in a power strip. The power cord was plugged firmly into the wall outlet and into the mpu. The batteries in the mpu were exchanged and it was still beeping. The mpu issue was confirmed in clinic. The mpu was replaced. Log files were submitted for review and there were no unusual events recorded in the log file event history. The log file did not capture mpu alarms.

Manufacturer narrative:
Corrected data: section d4: primary unique device identification (UDI) number corrected. Section e3: occupation corrected. Section g4: PMA/510(k) # corrected. Manufacturer¿s investigation conclusion: the reported event of the mobile power unit (mpu) atypically alarming was confirmed via investigation of the returned product. The mpu (serial number: (B)(6) was returned to the pleasant on service depot. Some damage on the patient cable was noted upon initial investigation. The mpu booted up as intended, but when the mpu was connected to a mock circulatory loop and test controller and the patient cable was manipulated, the mpu alarmed when there was no active alarm on the controller, confirming the reported event. The patient cable was replaced, and the issue resolved. The unit was returned to the customer. The submitted log files showed the system functioning as intended, and no interruption to the system due to the patient cable damage was noted. The mpu patient cable was forwarded to the product performance engineering group for further analysis, and the underlying wires were measured, and it was found that the wire responsible for echoing alarms from the controller was shorted to shield, which would cause the reported alarms. All other underlying wires were within specification. The root cause of the reported event was determined to be due to damage to the mpu patient cable, but the root cause of the damage was not able to be determined. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 IFU section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook and the IFU both caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.